Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: date received by MFR, type of reports, evaluation codes.  A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported event.  This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.  Concomitant devices used :  indeflator: indeflation device (b. Braun medical inc), guide wire: gt wire (0.016inch, terumo), balloon catheter: saber pta (3mm×150mm).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure for an anastomotic stenosis, a saber pta balloon ruptured at 14 atm. A leakage from the proximal end of the balloon was confirmed. The device was replaced with a new saber pta and the procedure was completed successfully. The patient¿s information is unknown. The target lesion was the shunt of the antebrachium. The patient¿s vessel level of tortuousness was unknown. The lesion was not calcified. The rate of stenosis was 50%. There was no reported patient injury. The product was clinically used and will be returned for analysis. The product was stored and handled according to the instructions for use (IFU). There was not any difficulty removing the product from the hoop. There was not any difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally (i.e. Maintained negative pressure). There were no kinks or other damages noted prior to inserting the product into the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure for an anastomotic stenosis, a saber pta balloon ruptured at 14 atmospheres. Leakage from the proximal end of the balloon was confirmed. The device was replaced with a new saber pta and the procedure was completed successfully. There was no reported patient injury. The patient¿s information is unknown. The target lesion was the shunt of the antebrachium. The patient¿s vessel level of tortuosity was unknown. The lesion was not calcified and the rate of stenosis was 50%. The product was stored and handled according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover nor any difficulty removing the stylet or any of the sterile packaging components. The device prepped normally (i.e. Maintained negative pressure). There were no kinks or other damages noted prior to inserting the product into the patient. Additional procedural details were requested but have not been supplied. One non-sterile unit of saber 3mm15cm 90 was returned for evaluation and was received coiled inside a plastic. Per visual, the balloon was previously inflated and deflated. Dried blood residues were found on the saber guide wire lumen. There were no other issues found. During functional testing, a leak test was performed and a leakage was observed on the proximal section of received balloon. The unit was sent to sem analysis in order to find the potential cause of the balloon leakage with the following results: ¿results showed that the external surface of balloon presented evidence of scratches near to the balloon rupture and it¿s very likely that the same factors that caused the scratched marks on the balloon outer surface can also contribute to the rupture found on the received balloon. The internal surface and marker bands did not present any evidence of damage. No other anomalies were found during the analysis.  The complaint reported by the customer as ¿balloon ¿ burst - at/below rbp¿ was not confirmed since no burst condition was found on the received balloon. Instead of a burst condition, a leakage was found on the balloon proximal section that was caused by a rupture. The cause of the balloon rupture found could not be conclusively determined during the analysis. However, the balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. Neither the product analysis nor sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process. Additionally, controls are in place on the manufacturing process. No corrective or preventive action will be taken, given that with the information provided the reported failure/event does not appear to be related to the manufacturing process.